Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter reported fingerstick blood glucose values in the 30s mg/dl while the ilet displayed values in the 50s. The user had started on the ilet the previous day. The caregiver paused the ilet, provided food with a meal announcement, and subsequent fingerstick values rose into the upper 60s. No follow-up call was required, and the user¿s blood glucose improved.